Event description:
In 2008: customer called to report that the illumena faceplate hinge pin had broken.

Manufacturer narrative:
Mfg investigation pending. A medwatch 3500a supplemental report will be submitted upon receival of that mfg investigation.